Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a guidezilla ii guide extension, the non-bsc cordis 6f guide catheter, and an unidentified guidewire. The shaft, markerband and tip were microscopically examined. The shaft was partially torn at the collar/shaft transition. There were numerous kinks throughout the shaft. The distal end of the shaft was flattened for 4.5cm from the tip and the distal markerband was ovalized. Measurements of the ID (inner diameter) and od (outer diameter) of the guidezilla ii and cordis guide catheter were taken with a calibrated laser micrometer and pin gauge set. The max od was .07216¿ and the min od was .06785¿ of the guidezilla ii device, these measurements are with the flattened shaft and markerband included. The ID of the cordis device was .072¿. Functional testing was performed by inserting the tip of the guidezilla ii device into the hub of the returned guide catheter. There was resistance and the guidezilla ii didn¿t advance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the flattened tip/shaft and ovalized distal markerband, which probably contributed to the shaft not being able to advance/compatibility with the guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 24may2017. It was reported that the guidezilla catheter failed to advance into the guide catheter. During introduction outside the patient, a guidezilla¿ ii 6fr guide extension catheter did not advance more than 10mm into a non-bsc 6f guide catheter. The guidezilla¿ ii became stuck and both the guidezilla¿ ii and the guide catheter had to be taken out. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, the returned device revealed a broken shaft. It was further reported the device was damaged while trying to remove from the guide catheter.